Event description:
Additional information was received when it was reported that the neurologist had stated that the patient's death was due to sudep however the neurologist later stated that she actually does not know the cause of death. According to the department of vital records in the state the patient passed away in, the manufacturer of the patient's medical device is not eligible to obtain a copy of the death certificate.

Event description:
On (B)(6) 2012, a vns treating physician reported that the vns patient had passed away on (B)(6) 2012 from sudep and that it was not related to vns. The patient's lead and generator was explanted and returned to the manufacturer for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed. Additional information has been requested from the physician, but no further information has been received to date.

Event description:
The cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2012 and the patient's cause of death was epilepsy, unspecified.

Event description:
Additional information was received on (B)(6) 2012 when product analysis was completed on the explanted leads and generator. Portions of the outer silicone tubing including the electrodes were not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device. In the product analysis lab, the generator device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The physician reported that the patient's risk factors for sudep include his multiple aeds and early onset epilepsy. It was also reported that the patient had lennox gastaut syndrome. There were no concurrent illnesses or diseases. There was no change in response to vns therapy. The patient was receiving vns therapy at the time of death and was programmed to output=2ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=5min. The physician stated that the believed cause of death was unknown as well as the relationship of the vns to the patient's death. It was stated that no recent laboratory reports or findings considered relevant to the cause or presumed cause of death were available. An autopsy was performed. The death was not witnessed. Copies of the death certificate were not provided. The patient was "found dead". The patient was (B)(6) at epilepsy onset and had a history of nocturnal seizures. The patient did not have a history of febrile seizures. The patient had 2nd generalized and complex partial seizures (2-3/week). The patient never underwent resective epilepsy surgery. The patient did not have a history of drug or alcohol use. The patient did have a history of cardiac or respiratory problems; however, the patient did have mild sleep apnea. The patient was taking depakote, levecturacetam, and lorazepam at the time of death. The patient was compliant with aeds; last known drug levels were not available.